Event description:
Customer's father reported via phone call that the customer has experienced high blood glucose between 17 and 25 mmol/l and the customer has had to treat with extra insulin and had treated with insulin pen. Customer reverted to the backup plan the morning of the call. It was stated that the customer had been hospitalized for high blood glucose on march 10 and 11, 2015. The alarm history showed low battery and a couple of no delivery alarms. The drive support cap is normal. It was spoken to the diabetes nurse and nurse stated that they suspect the insulin pump is the cause of the high blood glucose and requested the device to be replaced. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners.